Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an ellipysis catheter with a 6fr non-medtronic (terumo slender) sheath during treatment of the patients p roximal perforator (deep communicating vein) and proximal radial artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not post dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. The distance between the artery and vein was not greater than 1.5mm. It was reported that there was a slight bend in catheter tip and the jaws would not close. The device was safely removed from the patient. A replacement medtronic device was used to complete procedure. A fistula was created. No patient injury reported.